Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.8 x 16 mm graftmaster system referenced will be filed under a separate medwatch report number.

Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a perforation caused by an unspecified device. The graftmaster sds was advanced into the patient anatomy; however, difficulty was met due to the patient anatomy and the deliverability of the device. The 2.8 x 16 mm graftmaster could not be advanced completely across the perforation. The stent was deployed; however, the perforation was only partially sealed. A second graftmaster sds, a 2.8 x 26 mm, was advanced; however, this device was unable to cross due to the patient anatomy and the deliverability of the device. The device was removed without difficulty. Additional balloon dilatation was performed to seal the perforation. Post procedure, the patient was in stable condition. No additional information was provided.